Event description:
The patient reported being taken to the hospital by ambulance, after receiving multiple inappropriate shocks due to a "fault with the wire". Multiple follow-up attempts yielded no further information. The lead may have been replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.